Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when they tried to deploy a 6f exoseal vascular closure device (vcd) the plug did not come all the way out. There was no reported patient injury. The patient's anatomy was good with no visible calcium, and the button was all the way down. The product was properly stored and opened in sterile field. The patient's anatomy was good with no visible calcium, and the button was all the way down. The user is trained to the device. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided.

Manufacturer narrative:
As reported, when they tried to deploy a 6f exoseal vascular closure device (vcd) the plug did not come all the way out. There was no reported patient injury. The patient's anatomy was good with no visible calcium, and the button was all the way down. The product was properly stored and opened in sterile field. The user is trained to the device. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile vascular closure device 6f was received for analysis. Visual inspection showed that the deployment lever on the device was not depressed, and the plug was present in the delivery shaft in its manufactured position, which had dried blood residues. The indicator wire was not fully deployed, and the guard was not locked. The indicator window was in the black/white position, and no sheath was returned inserted on the device. No other anomalies were observed during this analysis. Exoseal functional testing was executed, first by locking the guard, inserting it into a corresponding sheath, and then pulling the indicator wire to achieve the black/black position. The deployment lever was then depressed, resulting in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to assess the conditions of the assembly configuration. During this evaluation, no signs of obstruction or impediments were observed that could be related to the reported event. A product history record (phr) review of lot 18382478 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was not confirmed through analysis of the returned device as it was received without any button depression and there were no anomalies noted during functional analysis of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received with the button not depressed and the plug not out of position. However, as the device was received with the cowling/guard not locked and the indicator wire not fully deployed, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard occurred. It should be noted that since the deployment lever/button of the received device was not depressed, it is expected that the plug would not be deployed from the unit. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while still holding the exoseal vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ the IFU also states, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.